Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the device had recurring audio anomaly. The device was not properly adjusting the volume level according to the setting. The device failed troubleshooting. They did not hear the difference between the audio volumes 1 and 5. The customer¿s blood glucose was unknown. The device will be returned for analysis.

Manufacturer narrative:
Device passed self test and displacement test. Device received with the audio alert functioning properly. No audio alert anomaly noted. Hardware low level failures error confirmed in the device history due to broken pin trace keypad assembly. Device received with corroded battery tube.